Event description:
It was reported that the patient underwent a procedure for dlif l4-5 and alif l5-s1 with posterior pedicle screw fixation. After implanting the interbody device at l5-s1 the coverplate could not be attached properly and was not implanted. There were no patient complications.

Manufacturer narrative:
(B)(4). The coverplate of the device was returned for evaluation. Visual examination confirms one arm of the coverplate is bent. Witness marks and gouges noted consistent with attempted implant and explantation. Dimensional inspection of the implants confirms implant arm is bent out of specification. Optical inspection identified witness marks on the corner of the bent arms consistent with inappropriate surgical technique. A review of the device history records found no information to indicate a non-conformance to specification.